Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a sensor glucose value not available alert. During troubleshooting for the alert, the customer mentioned experiencing a high blood glucose level of over 500 mg/dl. The customer treated with a manual injection and declined to troubleshoot for the high reading. No product will be returned for analysis.